Event description:
Information was received via intermacs that an lvad outflow graft "mass" imaged per gated CT scan which raised the question as to whether there was a "clot or fungus ball". The patient upgraded to 1a status hoping for transplant instead of a pump exchange. The patient was urgently transplanted (B)(6) 2015. The mass imaged on CT scan was noted as an outflow graft occlusion due to thrombus causing external compression. "Clot was noted between the graft material and protective wrap around the bend relief"

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines steps and precautions to take during preparation, assembly and implantation of the pump and outflow graft to prevent damages to the components which may result in bleeding and/or outflow graft occlusions. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Device will not be returned.

Manufacturer narrative:
Additional information received reported that the device/components are not being returned to the manufacturer for analysis. No further procedural or clinical information was provided. The site reported outflow graft excision contained attached pint-tan fibrous tissue. Graft material with platelet - fibrin thrombus. Negative for fungus by gms siler and pas stains. The pump and outflow graft were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Device thrombosis is a known potential adverse event associated with implantation of all vads as outlined in the instructions for use. Although, based on the available information a definitive root-cause conclusion cannot be made, clinical, procedural, and patient factors may have contributed to the event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.